Event description:
Sorin group rec'd a report that the s3 roller pump displayed error messages during a procedure. There was no report for pt injury.

Manufacturer narrative:
Sorin group (B)(4) mfg the sorin s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group rec'd a report that the s3 roller pump displayed error messages during a procedure. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Manufacturer narrative:
The reported issue could not be reproduced. The device worked as specified. The e/p pack was replaced as a precaution at the customer's request. No report of re-occurrence has been received. No further investigation is required. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.